Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast mass, cutaneous contour deformity. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with an unspecified mentor saline breast implant and experienced right-sided cutaneous contour deformity and breast mass postoperatively. The patient had a consultation with a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2022.

Manufacturer narrative:
On 11-jan-2022, mentor received additional information regarding the patient¿s information. Biopsy performed on (B)(6) 2021 indicated that the patient experienced right-sided breast cancer. The relevant fields have been updated. Updated reason for device explant and/or reoperation: breast cancer, cutaneous contour deformity. On 19-jan-2022, mentor received additional information regarding the patient¿s information. The patient had a consultation with her oncologist on (B)(6) 2022. Manufacturer's reference number: (B)(4).